Manufacturer narrative:
(B)(4). (B)(6). The exact age of the patient is unknown; however, this was reported to be a neonatal patient. The device was discarded by the customer and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t connector was connected to a peripheral catheter in a neonatal patient¿s left foot, when the connection ¿popped off¿. This occurred during infusion of 10% dextrose and 0.45% sodium chloride at 4.6ml/hr. The reporter stated that the disconnection was between the "slip tip t-connector and the angiocath." There was no patient injury or medical intervention associated with this event. No additional information is available.